Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged shortly after implant. The patient underwent an additional surgical procedure to explant and replace the lead. There were no adverse patient effects reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.